Event description:
Just over a month post implant, it was reported that the right ventricular (rv) lead became dislodged, had high thresholds, and was undersensing as the lead was unable to reliably detect r-waves. It was noted that the patient has twiddler¿s syndrome. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).